Manufacturer narrative:
The referenced hf cable was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. However, the instruction manual contains warning statements in an effort to prevent damage to the cable, to ¿visually inspect the entire hf-cable. Do not use a hf-cable with a brittle or defective insulation. Replace the hf cable if necessary.¿ also, ¿reprocessing and mechanical stress damages the hf-cable. After the first use, the hf cable has a service life of 12 months. Dispose of the hf cable after 12 months.¿ item was manufactured in may 2013. If the device is returned to evaluation at a later date, this report will be updated accordingly. Additionally, the OEM performed a review of the device history records (DHR) for the concerned lot number and revealed no deviations regarding the function and safety of the device.

Event description:
Olympus was informed that the cable arced and broke off during a transurethral resection of the prostate (turpis) procedure. The high frequency cable broke at the working element side. There was no patient/user injury reported and the intended procedure was completed using a second wa00014a.